Event description:
It was reported that the system was successfully implanted. The patient deceased at night following the implant. The doctor was trying to communicate with family members of the patient. The families of the patient were refusing to pay medical expenses.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient has deceased. The cause of death was suspected to be acute myocardial there is no allegation from a health care professional that suggests that the death was device related.